Event description:
The device stopped functioning after the patient fell and sustained a direct impact to the site of the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specificatons. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.